Event description:
The hosp reported that after an endoscopic vein harvesting procedure, the scope was transported to the sterile supply processing and staff observed that the distal end of the scope had shattered and they could not see through. This occurred during transit but it was unk how it happened. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: maquet received the scope on 01/13/2009. The visual inspection showed that the scope's distal window was cracked and disintegrated. Scratches were observed on the tube shaft. A supplemental report will be submitted when the OEM's investigation has been completed, and maquet receives the failure analysis.